Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut down and became unresponsive. The customers blood glucose level was impacted (375 mg/dl). Reportedly, the customer tried to charge the pump and could not despite the attempt of multiple cables and power sources. It was indicated that the customer would use backup pump as alternate insulin therapy.